Event description:
Patient reported that the needle button accidently released prior to the completion of the 24-hour period on the v-go 40 after an hour. Patient reports that last week after using her v-go for a short period of time (not specific but maybe a few hours) the needle button on her v-go device popped out and she removed and replaced it with a new v-go device.